Event description:
User experienced discrepant sodium results for three patient samples. Sample 1, initial gave 123 mmol/l; repeat gave 149 mmol/l. In 2008. Erroneous results were reported. Patients were not adversely affected. The field service representative was unable to determine a cause. Performance tests were performed, and within specification.

Event description:
User experienced discrepant sodium results for three patient samples. Sample 3: (female), initial gave 129 mmol/l; repeat gave 138 mmol/l. Erroneous results were reported. Patients were not adversely affected. The field service representative was unable to determine a cause. Performance tests were performed, and within specification.

Event description:
User experienced discrepant sodium results for three patient samples. Sample 2: (male), initial gave 128 mmol/l; repeated four times giving 137, 135 twice and 136 mmol/l. Erroneous results were reported. Patients were not adversely affected. The field service representative was unable to determine a cause. Performance tests were performed, and within specification.